Event description:
It was reported that a spectrum pump had a door sensor malfunction. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but could nor reproduce the door not fully latched alarms, determined to be caused by a loose link screw. The link screws were replaced.